Manufacturer narrative:
H.6. Investigation: customer returned seven (7) loose 31gx6mm, 0.3ml relion insulin syringes. Consumer reported that the needle hub came away with shield remove. All seven returned syringes were examined and it was observed that five syringes exhibited separated needle hub/shield assemblies; no damage to the barrel tips was observed. Two syringes did not exhibit separated needle hub/shield assemblies; attempting to remove the cannula shield from these two syringes did not result in needle hub separation. A review of the device history record was completed for batch #9119568. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200821997] noted for raised hubs. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #66352 was created for very high scrap kick off for raised shields. Root cause: the needle assembly press station was out of adjustment. Corrective action: needle assembly press station was adjusted to fully seat the needle assembly onto the barrel. CAPA#1122103 was initiated.

Event description:
It was reported that needle hub separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter. "Issue(s): found 10 from this box, needle hub came away with shield remove." 10 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "issue(s): found 10 from this box, needle hub came away with shield remove." 10 occurrences were reported.

Manufacturer narrative:
No samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9119568. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for raised hubs. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle hub separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "issue(s): found 10 from this box, needle hub came away with shield remove." 10 occurrences were reported.